Event description:
Device 2 of 2: reference MFR. Report# 3006705815-2018-00967. Additional information received indicated the patient has been referred to his pain management physician and no intervention is planned at this time.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2018-00967. The patient is implanted with two leads and the manufacturer is unable to determine which lead is liable. It was reported the patient had been receiving ineffective stimulation. A company representative attempted to troubleshoot the issue by re-programming but was unsuccessful. An impedance check revealed low impedances. An x-ray revealed lead migration. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Report number 1627487-2019-10184. Report number 3006705815-2018-00967. Additional information identified that surgical intervention was undertaken wherein the lead and ipg were explanted and replaced on (B)(6) 2019. Effective therapy was restored post operatively.